Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation also revealed that the pusher assembly was fractured, and the pet lock was separated. The pull wire was not retracted sufficiently to detach the embolization coil; therefore, the pusher fracture likely caused the unintentional detachment. If the pusher assembly fractures, the pull wire will likely become retracted, and the embolization coil will detach. The pusher assembly fracture likely occurred during removal from the microcatheter after encountering resistance. Further evaluation revealed pusher assembly kinks and offset coil winds on the embolization coil. This damage was likely incidental to the complaint and likely occurred during packaging for the device return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the first ruby coil in the middle of the lantern. While retracting the ruby coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient and the ruby coil was flushed out from the lantern on the back table. The procedure was completed using a new ruby coil of the same size, five additional ruby coils, and the same lantern. There was no report of an adverse effect to the patient.